Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right side patient suspected capsular contracture, baker grade unknown; thoracic outlet syndrome.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Correction: b5, h6.

Event description:
Bilateral breast pain, right-side.